Event description:
It was reported that the patient presented with acute withdrawal. It was noted that she was "like a pretzel" when she came into the hospital. The drug concentration was changed on the prior wednesday from "2000 to 500", but it was stated that the wrong catheter volume was used. The correct volume was 0.395, but 0.485 was initially used. The device system was infusing gablofen. Per manufacturer's device registry, it was found that the pump and catheter were explanted, though no further details were known. Additional information had been requested.

Manufacturer narrative:
Product ID: 8709, lot# l78004, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).